Manufacturer narrative:
The unit was tested, one second data was evaluated, and an empty cycle was run. The unit meets manufacturer's specifications.

Event description:
A customer alleged damage on a (B)(4) after processing in the sterrad nx standard cycle. While processing, the fiber optic cord melted and wiring was exposed. The device manufacturer has been notified regarding this event. There was no injury reported to any patient.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of (B)(4) or "broadly acceptable risk". The root cause of the reported event could not be determined. The karl storz cables trade name, model and serial number was not provided. There was no problem found with the sterrad nx. Further analysis is not possible.